Manufacturer narrative:
Submit date: 10/10/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reports that she (home patient/hp) was using an insulin needle and it felt rough instead of smooth like it should so the hp took it out and looked at the needle and it looked like it could have been bent at the tip so the hp ran her fingers down it several times thinking it would straighten out the tip. A clear little ball came out of the tip of the needle and it also happened to the next needle she used.

Manufacturer narrative:
A lot number was not provided in relation to the reported incident. Without a lot number being supplied, a review of the device history record (DHR) cannot be performed. The manufacturing site did not receive any samples or pictures back with this complaint, therefore no analysis could be performed. The reported condition of contaminant found in the fluid pathway of the cannula can occur in the raw cannula or potentially during assembly. Without a representative sample being provided, a more complete investigation cannot be performed and the reported condition cannot be confirmed. A bent cannula can potentially occur in the raw material, during the manufacturing process (i.e. Manufacturing jam, during needle lubrication process), or a bent needle may occur during consumer use such as during removal of the sheath prior to use or replacing the sheath after use. Without a representative sample being provided, a more complete investigation cannot be performed and the reported condition cannot be confirmed. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers, and trays are wiped down and cleaned on a regular basis. Totes are lined with plastic bags to prevent contamination. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation, and documentation requirements. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. If information is provided in the future, a supplemental report will be issued.